Event description:
Patient states that she has small arms and on (B)(6) 2019 , the v-go has fallen off of her arm.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the adhesive pad was inspected and probed, it was confirmed that there are remaining tackiness of the adhesion properties on the foam pad. The root cause for the fall off could not be determined as the complaint could not be confirmed.